Event description:
A user facility registered nurse (rn) reported the combiset bloodline was leaking blood at connection point. A patient care technician (pct) was there at the time so blood loss was minimal. Upon follow-up, the rn stated on (B)(6)2026 after initiation of treatment, blood was observed travelling up to and leaking from the connection between the tubing line and venous transducer protector. The rn stated the machine prompted with tmp alarms when blood was observed to be present at the transducer protector. The rn stated it was determined the issue was due to the tubing connection to the transducer protector and no issues were noted with the machine. The rn stated the patient blood reached the venous transducer protector before blood began leaking. Treatment was halted and a portion of the patient's blood was able to be returned. The estimated blood loss (ebl) was unknown. There was no harm, intervention or adverse events associated with the reported event. The rn stated following the event, the staff re-setup with new supplies on the same machine, and the patient was able to complete their remaining treatment without further issue. The rn stated the sample was discarded and was no longer available to be returned for evaluation. No companion sets from the implicated lot were available to be returned.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.